Event description:
It was reported an over infusion of hydromorphone (dilaudid) during use of pca pump. The medication was programmed to infuse via pca pump at a 0.2mg pca dose. With a 10-minute lockout period, and a continuous infusion at 0.4mg/hr. The one-hour dose limit was 2.5mg and the volume to be infused was 30ml. The customer is requesting the keystroke programming information from (B)(6) 2022 at 21:09 and (B)(6) at 04:30. There was patient involvement, but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Annex a: a2101, a090202, a040507. A0206, a040502, a1801. Annex g: g04061, g02017, g0405203, g0405213, g04080, g05005. Annex b: b01, b14. Annex c: c07, c20, c070606, c0201, c0601. Annex d: d02, d15.

Event description:
It was reported an over infusion of hydromorphone (dilaudid) during use of pca pump. The medication was programmed to infuse via pca pump at a 0.2mg pca dose. With a 10-minute lockout period, and a continuous infusion at 0.4mg/hr. The one-hour dose limit was 2.5mg and the volume to be infused was 30ml. The customer is requesting the keystroke programming information from (B)(6) 2022 at 2109 and (B)(6) 2022 at 0430. There was patient involvement, but no harm.